Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostic testing was performed and confirmed that the patient's lead located at l4 had high impedance. X-rays were taken and confirmed that the lead was fractured. As a result, surgical intervention may be pending to address this issue.